Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D4) lot#: unknown as information was not provided catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. D6) unknown as information was not provided. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: according to the description of event, imaging showed perforation of vena cava and a vertebral body. Furthermore, it was noted that one filter leg was close to aorta. Imaging review confirms presence of varying degrees of vena cava perforation by filter legs; one primary leg demonstrate grade 3 interaction with the ivc is embedded within the vertebral body, one primary leg demonstrate grade 3 interaction with ivc and abuts aorta (cannot be confirmed on axial images), and the remaining two primary legs demonstrate a minimum of grade 2 interaction abutting the duodenum. Furtermore the filter is tilted ¿ however the tilt is not significant. No images from filter placement are provided and it cannot be determined if the tilt was present initially or developed over time; an initial tilt may have contributed to the development of perforation ¿ or perforation could have contributed to the tilt. Based on the information provided, the root cause for the reported perforation of vena cava cannot be determined. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute.

Event description:
Description of event according to initial reporter: images showed caval penetration. One tine had penetrated a vertebral body, while another was close to the aorta, which were obvious concerns. Ivc filter was inserted in (B)(6) 2016. Additional information received 09feb2017: the dr. Decided not to remove the filter. Patient condition at this time is unknown. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "I received texts today from an interventional radiologist who was looking for clinical advice to attempt removing, or leave alone, a cook celect filter, based on images he had showing caval penetration. He also noted that one tine had penetrated a vertebral body, while another was close to the aorta, which were obvious concerns. It was inserted in (B)(6) 2016. I have requested more details, including gpn, lot number, but have not yet received that information." Patient outcome: unknown as information was not provided. Additional information received 09feb2017: the dr. Decided not to remove the filter. Patient condition at this time is unknown.